Event description:
At the revisional operation of total hip replacement, dall miles cable was used to fix the great trochanter on 4/15/98. About 6 months after, the cable was found to be broken. The cable was removed on 11/17/98.